Event description:
It was reported that during the percutaneous coronary intervention, vessel dissection occurred. The patient presented with three vessel disease. The physician performed pre dilation of both the mid left circumflex artery and the proximal left anterior descending artery and placed promus stents in both. This 80% stenosed lesion was located in the severely tortuous distal right coronary artery. After pre dilation using a 2.5mm x 15mm non-bsc balloon catheter, a 2.50mm x 38mm promus element plus stent was advanced, however, a "dissection had occurred slightly". The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that during the percutaneous coronary intervention, vessel dissection occurred. The patient presented with three vessel disease. The physician performed pre dilation of both the mid left circumflex artery and the proximal left anterior descending artery and placed promus stents in both. This 80% stenosed lesion was located in the severely tortuous distal right coronary artery. After pre dilation using a 2.5mm x 15mm non-bsc balloon catheter, a 2.50mm x 38mm promus element¿ plus stent was advanced, however a "dissection had occurred slightly". The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4)